Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Attempt made to obtain additional information from the user facility (thad dufrenne - director of risk management; however, no response received from user facility at the time of this report.

Event description:
The customer alleges that during the removal process; the catheter broke off into the patient. The customer, also, alleges that there were five (5) pieces of the catheter stuck in the patient. Intervention: the catheter had to be surgically removed from the patient.